Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted concurrently with a total abdominal hysterectomy and bilateral salpingo-oophorectomy due to stress urinary incontinence. Following insertion, the patient experienced pain, infection, urinary, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh and the pelvicol acellular collagen matrix were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection. (B)(4).